Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (522 mg/dl). Although requested, customer declined tandem technical support's offer to troubleshoot and customer declined to provide further information.